Event description:
It was reported that, with the pt's implantable neurostimulator turned on, the stimulation intermittently turned off during charging sessions. This occurred four to five times since the pt's device was implanted. There were no warning messages, icons, or error codes displayed prior to the stimulation back on by using the programmer. It was later reported that the pt experienced a warm sensation in or around the neurostimulator pocket during recharging. When a spacer or insulating material was placed in between the recharger and the pt, it was not possible to get "good coupling bars" the "call your doctor icon" was displayed. It was not known if the associated error message received was a power on reset (por) condition, or a 375 or 376 error code. The MFR rep was able to turn the pt's stimulation on and off by using the recharger. The recharger appeared to work fine, in the office, with the pt's cervical stimulator (B)(4). It was noted that on one occasion, while the pt was recharging the lumbar neurostimulator (B)(4), the pt's other device turned off. No info was provided related to the pt's outcome. Add'l info was requested but not available as of the date of this report. A f/u report will be filed if add'l info becomes available.

Manufacturer narrative:
(B)(4).